Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). It was noted that atrial noise episodes were observed on electrocardiogram (egm). No changes were made to the device in clinic. The device was being monitored. The patient was stable.